Manufacturer narrative:
Tw (B)(4). Updated sections: b4, d4, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Event site name event site name exceeds character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that harvester noticed that branches were taking longer than expected to ligate and not sealing during ligation phase of evh. Occurred near the end of the whole leg harvest. Hemopro 2 extension cable swapped to complete the last couple of branches. Harvester tested unit prior to use. Power setting placed at 3. No additional complaints after vh-4030 swapped for the completion of the procedure. No patient injury reported.